Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufactured date: november 02, 2013 ¿ november 4, 2013. The sample was received for evaluation. A visual inspection identified particles ranging between 2.00 to 3.00 mm in size, floating inside the fluid of the bladder. A spectrophotometer scan determined that the particles were acrylic. The cause of the particulate could not be determined. There were no nonconformities, failures, rework, or deviations documented in the manufacturing batch records associated with the reported problem. There were no changes to specifications, test methods, processes, equipment, or raw materials documented in the lot 13m003 batch records that could be associated with the reported problem. Should additional information be received, a follow-up MDR will be submitted.

Event description:
It was reported that particles were identified inside of the reservoir of a large volume intermate. This was identified after filling with an unspecified solution and before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened for this issue. Should additional relevant information become available, a follow-up MDR will be submitted.